Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the self-test was performed on insulin pump and it was failed. Customer¿s blood glucose level was 117 mg/dl. Customer also experienced low blood glucose which was 63 mg/dl and treated with candy. Customer also experienced high blood glucose. Customer also reported that the insulin pump had received no delivery alarm. Insulin pump will not be returned for analysis.